Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that one instrument was clamped on tissue. Two instruments were observed on either side of the reload holding surrounding tissue. A portion of a staple line was observed to be bleeding. The sound of a powered handle retracting the knife bar assembly was heard. The jaws opened. The reload was removed from frame. A couple staples were observed not fired into tissue, and formed as expected. Bleeding was observed coming from the staple line that was placed by the reload. Staples were observed fired into tissue at the site of bleeding. One instrument that was on the right side of the reload earlier in the video moved tissue out of the way. Another view of the staple line showed bleeding. This view of the staple line was in frame for the rest of the video. It was reported that the staple line was bleeding. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, after firing at the gastric sleeve staple line, the staple line was bleeding and it was not more than 100c. It occurred on four reloads. The surgical time was extended by 40 minutes. To resolve the issue, suturing was done as a staple line reinforcement.

Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p5l0938); egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p5l0938); egia60amt, egia60amt egia 60 artic med thick sulu, (lot #p5l0938) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.